Event description:
Plate removal.

Manufacturer narrative:
No conclusion can be drawn. Patient reported having 3 plates installed one year following a motor cycle accident. Approximately one year post installation the patient reported having the plates and the screws used to install the plates removed due to irritation. One of the plates was broken. Additional MDR's associated with this event are: 3005670412-2012-00008, and 3005670412-2012-00009.